Manufacturer narrative:
There is more information on the device evaluation. Additional information received from customer. This supplemental report is being submitted to provide this information. Event took place during reprocessing. Initial reporter occupation is not available. The device history record review confirmed that device conformed to specifications at the time of shipping. Repair history for this device is not available. The connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it is likely that the user applied stress to the connector toward loosening direction, and the stress was accumulated, or the connector may have been hit by something hard. The instructions for use includes the following statements by which the issue can be detected: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.

Manufacturer narrative:
The field service engineer (fse) went on site to repair the broken screws of the device lid reported by the customer. When on site, the fse found the gray air/water/instrument channel connector was broken and missing the spring. Fse replaced six screws and spacers that hold the plastic lid to the frame and also replaced the gray connector. Per customer's request, fse replaced internal ( 0.2 micron) water filter. Fse completed water piping disinfection and ran a test cycle. It completed without any error. Equipment serviced and verified according to original equipment manufacturer instructions. The covers of the equipment were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer reported missing screws of the device lid. When the field service engineer (fse) went on site, the fse found the gray air/water/instrument channel connector was broken and missing the spring. There is no harm reported to any patient. This medwatch is being submitted for the reportable issue of the broken gray connector.